Event description:
As reported, approximately 4 years and 3 months post the initial right total shoulder arthroplasty, the liner dissociated and the patient was revised. There was no trauma event. A new glenosphere, liner, locking screw, and adaptor tray were implanted. All fragments, parts or pieces were removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. D10: 620-00-02 - platelet rich plasma kit with spray tips, (B)(6); 300-30-08 - equinoxe preserve stem 8mm, (B)(6); 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6); 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm, (B)(6); 320-20-00 - eq reverse torque defining screw kit, (B)(6); 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6); 321-20-00 - equinoxe reverse shoulder drill kit, (B)(6); 315-35-00 - glnd kwire, (B)(6); 320-15-01 - eq rev glenoid plate, (B)(6); 320-01-42 - equinoxe reverse 42mm glenosphere, (B)(6); 320-15-05 - eq rev locking screw, (B)(6); 620-12-02 - accelerate prp 60 ml & acd-a, (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a3, a4, a6, d6b, g2, h6, and h11. The following sections were corrected: b5, h6 - clinical code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 4 years and 3 months post the initial right total shoulder arthroplasty, the patient experienced disassociation of polyethylene with reported instability and dislocation resulting in disassociation of poly. The patient underwent a standard reverse with preserve stem revision. There was no trauma event. A new glenosphere, liner, locking screw, and adaptor tray were implanted. All fragments, parts or pieces were removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event. The outcome of this event is considered resolved and the case report form indicates that this event is definitely related to the device and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6 MDR section codes updated/corrected: a, b, c, d, e, g the revision reported was likely the result of instability, dislocation, and disassembly between the humeral liner and humeral tray leading to metal-on-metal articulation between the glenosphere and adapter tray. The deformation of the humeral liner¿s locking mechanism may have contributed to the disassembly of the liner and the tray. The reported dislocation and instability may have caused the disassembly of the liner and adapter tray, as reported. Alternatively, the humeral liner disassociation may have caused the instability and dislocation, however either sequence of events cannot be confirmed based on the provided information. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.